Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support by mistake in an attempt to reach her rn regarding peritonitis questions. Technical support was able to assist the patient contacting the rn and confirm the patient was receiving antibiotics. Upon follow up with the patient's pd nurse: she confirmed the patient was diagnosed with touch contamination peritonitis due to inadequate aseptic technique. The patient was given antibiotics and continues with the ccpd program. Patient medical records were requested.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Manufacturer narrative:
The post market clinical department has requested the patient's medical records but they have not yet been received. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device investigation.